Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Approx. 8 months post index procedure, the patient had a target lesion occlusion and progressive stenosis in the sfa. Patient underwent a left femoral-popliteal bypass graft and popliteal artery endarterectomy.